Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the insulin pump had hardware low level failures and audio anomaly. The customer blood glucose level was 127 mg/dl at the time of incident and the current blood glucose of the patient is 190 mg/dl. The customer performed self test for pump error and it was passed. Customer states that the pump error reoccurred. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No pump error 63 noted during testing, however, pump error 63 was present in the device trace download due to broken trace at pin or vdd on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate por absence of alarm anomalies noted during testing. (B)(4).